Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated their device was beeping. The patient was evaluated in a hospital setting and was told there was an out of range impedance measurement; however, no information was provided regarding which lead exhibited these measurements. The beeper of the device was deactivated and an evaluation by cardiology was scheduled for the upcoming days. No adverse patient effects were reported. This device remains in service. Attempts to obtain which lead exhibited out of range measurements were unsuccessful.